Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to have a stroke due to using the device. Medical intervention was not specified. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to have a stroke due to using the device. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of a silver-like color down the side of the device, hair-like foreign particle on the rear panel main connector, hair-like foreign materials on the filter, a dark contaminant on the sd flip door and on the side of the device where the modem would be inserted. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of a dark contaminant as well as contaminant on the front panel, contaminant on the bottom enclosure, dust contaminant was present on the bottom enclosure, blower box, the blower, and blower seal, a dark contaminant on the rear panel, contaminant on the blower box. The manufacturer also found evidence of a keratin-like substance on the blower box outlet. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of contaminant inside the flip lid outlet port, dust contaminant on the water tank, dust contaminant and a dark contaminant were on the flip lid seal, hair-like particles were also on the flip lid seal and the flip lid, a red-like colored and fiber-like particle on the flip lid, as well as an dust contaminant to the lid, dust contaminant was on the water tank lift tray, bottom enclosure, dry box seal, dry box, and back panel. The manufacturer also found evidence of hair-like foreign particles on the bottom of the humidifier, dry box seal, dry box, and back panel, discoloration of heat shield consistent with liquid ingress, dust contaminant on the heat shield. The device's downloaded event log was reviewed by the manufacturer and found 32 instances of error e-200. The manufacturer concludes there was evidence of multiple contamination from the device as well in the humidifier. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section b1, b2, d9, d10, g3, h1 and h6 has been updated in this report.